Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 555 mg/dl at the time of hospitalization. The customer's current blood glucose is 362 mg/dl. The customer also reported that they had blood glucose of 248 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. The customer was treated with manual injection. The customer also reported that insulin pump had post-reset ram crc alarm. The customer stated that the alarm was cleared and they were complete the rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected pump error or active insulin cleared alarm noted. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm noted. Device received with normal operating currents. No unexpected low battery alert or replace battery alert noted.